Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple cartridge error messages while attempting to load multiple new cartridges. There was no impact to customer's blood glucose level. The customer was going to call back to tandem technical support to troubleshoot. Multiple attempts have been made to contact the customer that have been unsuccessful.